Event description:
The catheter was torn off during traction removal. The dome portion remained in stomach but was removed by an endoscope. Only the dome portion with 1.5 cm catheter was returned. It occurred 180 days after placement.